Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in (B)(6). Through follow-up communication with the customer, it was confirmed that the pump stopped on its own during the crawl flow work; an arrow mark with a red frame appeared. Then, manual drive process was carried out, pulsation flow shutdown with a duration of 3-4 minutes. The error turned off on its own and the process was continued. In addition, to better clarify, the pump was operating on pulsating flow. The manual drive lever was inserted. The pump was operated manually. At this time, the pulsating flow on the pump was turned off. The manual drive was stopped two or three times in case the pump reset. The warning turned off by itself and the pump started working normally until the end of the operation. As a preventive measure, after the operation, the pump was moved to another position on s5 console. Now it works without errors. The affected pump was inspected by customer biomedical engineer and the issue could not be reproduced. First issue was pump was stationary. After manual rotating, the runway error appeared, as it is normal reaction with switch on pump. The serial read-out of the pump (real time device parameters and setting recording file) was extracted and analyzed. The following relevant events were stored in the micro-controller: 07.03.25@11:12:13.508 18=obsrv 1c1h=runaway_peak 000ah at 11:12 ¿runaway fault¿ was displayed; 2 minutes after: 07.03.25@11:14:21.938 c1=mcan 1adh=permanent_current_offset. This may also occur if pump is hand cranked without switching off, it cannot be excluded this occurred when user performed hand crank as reported 07.03.25!11:32:06.361 15=canap 1d8h=pulse_too_high 257 at 11:32 pulse mode was active but rpm exceeded maximum speed of 250rpm and system should have switched to continuous flow mode displaying message. Since runaway error was confirmed by the customer during hand crank, both 07.03.25@11:12:13.508 18=o bsrv 1c1h=runaway_peak 000ah (runaway fault) and 07.03.25@11:14:21.938 c1=mcan 1adh=permanent_current_off set (motor control failure error code 429) were related to hand crank with pump not switched off. In addition, in the log files analysis it was found that: 07.03.25!11:12:26.059 1d=guipm 513h=buttonstop 0 07.03.25!10:57:20.667 15=canap 506h=level_stop 0 one button stop is related to user action of pressing stop button (most likely to perform hand crank), while level stop occurred more than 15 minutes before and icon on pump display is not a red arrow no pressure stop (red down arrow) was displayed. Investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 pro version stopped during a procedure. In detail, it stopped during settings the parameter for pulse mode. The red rectangular appeared and red sign with arrow-lightning. The pump was disconnected and re-connected by the perfusionist without improvements. After some time, the pump started by itself again like nothing happened. Therefore, arterial blood flow stopped for short time, after that it was restored by manual rotating the pump. There was no patient injury.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could not confirm the reported issue. The unit was tested and no anomaly was found out. Unit was returned back to service. The events extracted form the analysis of the log file of involved pump were deeply analysed, and the following results were gathered: - at 10:57, the pump stopped due to a level alarm; - at 11:12:13 and 11:14:21 a runaway fault and a motor control failure were recorded; the "runway error" occurs when there is difference between the set pump speed and the measured speed; for this specific event, the reported error was consistent with the runaway fault, which was triggered by hand crank conducted by the user when the pump was still operational. No other technical error traceable back to a hardware malfunction was recorded on the date of the event. Complaints database review revealed no further similar issues for involved unit since its installation in 2024. No concerning trend was detected for this failure. Based on log files analysis, a hardware malfunction of the pump could be excluded. The reported pump stop was likely due to the level alarm, after which the pump stopped, working as intended to prevent the blood level in the reservoir to decrease and consequently air to enter in the system. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.